Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the suture had been pulled off the ligator head and attached to the trip wire loop. An examination of the handle assembly found that the trip wire was wrapped tightly around the spool and the proximal loop was retracted into the handle. The trip wire was not secured in the handle assembly slot and the handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. Two bands had been deployed and one of them was not returned. The remaining five bands were rolled out of position. The ligator head teeth were found to be very damaged. Functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard. No issue was noted with the handle assembly. Based on the evaluation of the device and evaluation of returned devices with similar issues, it appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands and damaged the teeth. Review and analysis of all available information indicated the most probable root cause for this event was 'user error'.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ligator band misfired. Another speedband device was used to complete the procedure. The patient's condition following the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ligator band misfired. Another speedband device was used to complete the procedure. The patient's condition following the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.